Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use device, discarded

Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 ag self-test performed on an unknown date. This MFR. Report addresses test three (3) of four (4). Confirmation pcr testing (platform unknown) was performed on an unknown date which generated a positive result. The consumer indicated that they retested with a flowflex antigen test on an unknown date which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported four (4) false negative results with the binaxnow covid-19 ag self-test performed on an unknown date. This MFR. Report addresses test three (3) of four (4). Confirmation pcr testing (platform unknown) was performed on an unknown date which generated a positive result. The consumer indicated that they retested with a flowflex antigen test on an unknown date which generated a positive result. No additional patient information, including treatment and outcome, was provided.